Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because strips had expired.

Event description:
Customer obtained a reading of 87 mg/dl on the advantage system, but was having severe hypoglycemic symptoms. Customer's wife attempted to treat the customer with oral glucose (orange juice and candy) but was unsuccessful. Emts were called and tested the customer at 36 mg/dl upon arrival. Emts treated customer with an IV of glucose and customer recovered enough to eat a sandwich. Customer's glucose reading was 105 mg/dl prior to the emts leaving. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Other text : na.